Event description:
A physician attempted to perform a diagnostic angiogram using a jography angiographic catheter. During the procedure, the tip of the jography disconnected from the device and was retrieved using a snared wire. An unspecified diagnostic catheter was used to complete the procedure. The patient was reported as doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.